Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced high bg on (B)(6) 2026 and treated with pump manual injection/insulin pen. No further information available.